Manufacturer narrative:
Initial.

Event description:
It was reported that the user ran out of insulin and delayed replacing it until later the same day while using the ilet with a cannula-driven infusion set; a support agent guided a supply change, insulin delivery was resumed, and a blood glucose of 212 mg/dl was noted without symptoms, consistent with a usage issue rather than a device malfunction. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and spouse and analysis of information they provided. Investigation of this case revealed no device problem, with a usage problem identified and categorized as an improper or incorrect procedure related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.